Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2013 363303 lead, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing during an episode. The lead remains in use. No patient complications have been reported as a result of this event.